Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 06, alarm 05, alarm 01) occurred. Additionally, it was reported that an altitude alarm and occlusion occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose level ranged between 345-392 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.